Event description:
The pump was returned for service with report "turns on and off by itself". The facility had no report of pt injury. It is not known where the pump was being used and no clinical contact is available. No add'l details are available regarding pt use, medical intervention, or if the pump turned off during an infusion.